Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3j0958) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon angulated the reload at the maximum possible angle. The reload fired but the formation of the staples were not nice as usual. The surgeon was not able to straighten the reload, pull the knife back and open the jaw of the reload. It was completely stuck on the tissue. The reload also unable to be unloaded from the handle. The surgeon used a new manual handle and four 60mm reload to be able to remove the reload that was stuck on the tissue. There was an unanticipated tissue loss.